Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. Review of complaint activity determined that there is normal complaint activity for likely cause lot 62098li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number 62098li00 was tested in a sensitivity setup including an internal sensitivity panel, (B)(6) panel and the (B)(6) control. The sensitivity panel values and the (B)(6) control values met specifications and the results were in the typical range and no (B)(6) results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 62098li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 62098li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Event description:
In (B)(6) 2016 the account generated a (B)(6) architect anti-hcv result on a patient who tested (B)(6) in 2011, 2013 and 2014. There was no evidence of (B)(6) treatment and no clinical history of (B)(4) for the patient. It is unknown the correct (B)(6) result. No specific patient information was provided and no impact to patient management was reported.